Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient tried to connect to ins due to getting "data lost, internal device has lost all data" message. Reviewed message meaning and redirected to pt's hcp to address. Patient stated this message continued to come up despite pressing end session and trying to connect with ins again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's hcp indicated that with the patient in office they attempted to use a second handset to connect to the ins and were successfully able to connect. The caller reviewed that the patient handset was displaying bootloader options (android system level menu). Technical services had the hcp restart the handset. After rebooting, the handset booted up properly, and the hcp attempted to connect to the ins using the clinician application. When the hcp attempted to use the patients handset with the clinician application to interrogated, the device displayed two serial numbers serial 1 and serial 2. Technical services had the hcp select the serial 1 serial number because that was what was in registration. The hcp indicated that they attempted to interrogate multiple times and were getting a message that asked them to retry and they were not able to connect. After several attempts the hcp reported that they got a message indicating unfamiliar device was detected. The hcp went back to the programmer that is owned by the clinician office. They connected to the ins using the patient application and confirmed that therapy was on and program one was active. The hcp did not want to try to interrogate using the clinician application on the office owned device. The hcp then used the patient application on the patient's handset and it showed no response from the ins. The caller then used the clinician application on the patient handset and they were able to connect to the ins by selecting serial 2. The hcp indicated that they did not have time to enter the patient demographic information that the clinician application was requesting (abandoned product question, lead model, etc). The hcp ended the clinician session and confirmed that they were able to connect to the ins with the patient application which showed program 1 as the active program. No patient symptoms reported. No further complications were reported at this time.